Event description:
The pt called alleging that the test strip was cracked on the top portion of the test strip. They is not sure if the strip was cracked when it was inserted into the meter of if the strip was like that in the vial. They tested their blood glucose and obtained a 499mg/dl and was feeling shaky at the time of testing. They contacted a medical professional for advice and did not receive any treatment. They ran out of the subject test strips to verify if anymore of the strips were cracked. Customer service sent them a new test strips, meter and solution. Based upon the info provided, this case is being reported as a strip malfunction.